Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for lead revision due to left ventricular dislodgement. The lead also exhibited loss of capture. The lead was explanted and replaced. The patient is doing well and will continue to be monitored.